Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was changing her infusion set and priming the pump when the bottom of the pump started coming out. Customer's blood glucose was 220 mg/dl. Customer confirmed that the drive support cap was being pushed out of the pump during priming. Customer stated that she pushed it back in and then the reservoir was pushed out of the pump. Customer stated that the drive support cap is protruded. Customer was advised that the pump will need to be replaced. Customer was advised to follow her back-up plan.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The pump had a detached end cap, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.